Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide procedure name and date? Wound closure, unknown. Please provide lot number? Unknown. How many sutures broke before use on patient (pre-op)? None. How many sutures broke during use on patient (intra-op)? 3 packs. How was procedure successfully completed? Yes. Events reported in 2210968-2021-12691 and 2210968-2021-12692.

Event description:
It was reported that a patient underwent a wound closure surgery on an unknown date in 2021 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.